Event description:
The leads were capped and the device was explanted. The ra lead showed signs of an insulation fracture, low impedances of less than 200 ohm and loss of capture. The rv lead had decreased impedance and a raising threshold. The pacemaker was explanted to prevent the patient from having another surgery in the near future and to allow an MRI compatible system to be implanted. There were no adverse patient side effects reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.